Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the monitor "glitched" three (3) times to a completely black screen over a five (5) minute timeframe. The entire monitor going black caused a delay in securing the patient's airway. No harm to the patient or user was reported.